Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer ran quality controls, which were acceptable. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse checked the instrument alignments and verified the proper functioning of the reaction tray wash unit (wud) and the dilution tray wash unit (dwud). The cse did not find any instrument malfunction. The cse ran precision testing and verified that the instrument was operational. The cause of the discordant, falsely elevated ca_2 result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated calcium (ca_2) result was obtained on one patient sample on an advia 1800 instrument. It is unknown if the discordant result was reported to the physician(s). The sample was repeated twice on the same instrument, resulting lower both times. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca_2 result.